Manufacturer narrative:
Device evaluated by MFR: returned product consisted of an emerge balloon catheter in a sealed pouch in an opened carton. There are numerous specks of fm inside of the sealed pouch which is not acceptable per specification. The investigation conclusion is manufacturing execution error as the manufacturing process was not executed as validated/as designed. (B)(4).

Event description:
It was reported there was the presence of filaments in the device packaging. The packaging was not removed and remained sterile.

Manufacturer narrative:
Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported there was the presence of filaments in the device packaging. The packaging was not removed and remained sterile.